Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), after multiple placement attempts, the ipg was disengaged from the myocardium, remove and examined. Thrombus was found within the delivery catheter sleeve and around the tines of the device. The blood was removed from the tip of the ipg and the cup of the delivery catheter and the physician attempted to re-implant but noted that the thresholds were very high. The ipg was removed and more clotting was observed on the ipg and the cup of the delivery catheter. The physician elected to not implant the ipg and another ipg was used. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.